Manufacturer narrative:
This medwatch report was inadvertently submitted. This device was not distributed domestically. This device was privately labeled for ge medical and distributed outside the united states. It's important to mention that this product is also end of life prior to zoll acquiring cardiac science.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.